Event description:
Patient was revised because the patella was not tracking properly.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database was not provided. The investigation could not draw any conclusion about the reported event; however, provided information stated poor patella tracking was the reason for revision surgery. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.